Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they were supposed to have an MRI on saturday but they couldn't because the communicator would not hold a charge. Reviewed communicator cannot be plugged in while in use. Patient unplugged communicator from the charger and was able to connect to the implant. Patient saw a por (power on reset) message. Patient dismissed the message. Reviewed how to check battery levels. Communicator was at 96% and the ins was at 90% . Patient said they worked with the devices for an hour on saturday before the facility sent the patient home. Reviewed technical services is available if the tech has questions. Patient said they called and talked to someone. Patient said their bladder woke up and they don't use the device. Patient said they saw the por message "the other day".

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.